Event description:
Conversion from smr anatomic total to smr reverse due to the dissociation of the peg from the poly of the hybrid glenoid component, code 1379.59.200, lot 1708333, ster. 1700234 performed on (B)(6) 2022. Original date of surgery: (B)(6) 2018. Event happened in us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of (B)(4) items manufactured with the same lot# (1708333). We will send a final emdr once the investigation will be completed.

Event description:
Conversion from smr anatomic total to smr reverse due to the dissociation of the peg from the poly of the hybrid glenoid component, code 1379.59.200, lot 1708333, ster. 1700234 performed on (B)(6) 2022. Original date of surgery: (B)(6) 2018. Patient - male. Date of birth - (B)(6) 1974. Event happened in us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 30 items manufactured with the same lot# (1708333). X-ray analysis two x-rays were provided, one image "20220406_090812" is from 23rd of february 2018 and the image "20220406_090809" was from approximately 14 days later (exact date is unknown). Additionally, two pictures of the hybrid glenoid component, code 1379.59.200 were provided as well. A medical consultant reviewed the provided x-rays, explanted component pictures and complaint details. The consultant's evaluation is as follows. The pre-revision radiographs show a well-positioned glenoid component but no bone cement. The humeral component is in slight varus and a little bit proud leading to overstaffing of the joint and gap formation between the humeral head and the underlying bone. This gap can be source of mechanical engagement in an unfavorable rotation and rip the glenoid pe out of its anchorage and from the peg. This is a possible scenario. The fact that the explant pe is without any cement is a strong hint for an insufficiently primary implantation the set the weak links for failure. Additionally, the pe cannot get off the peg without a pulling force to the implant. In a physiological well-balanced joint there is always compression, that means the opposite, onto the pe, which is another strong sign for an abnormal biomechanical situation due to surgical failures rather than the implant itself. In summary I do not see a likely implant related issue but very likely a reason in the primary implantation procedure. Based on the information received; we are not able to further investigate the root cause of the event. However, considering that; the check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #. The medical consultant evaluation states "I do not see a likely implant related issue but very likely a reason in the primary implantation procedure." We can conclude that the event was not product related. Pms data. According to lima pms data the revision rate for smr anatomic total tt hybrid cem. Glenoid commercial code 1379.59.xxx for loosening is 0.05%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is the final MDR.